Manufacturer narrative:
DHR review was completed. Part: 03.037.030. Lot: 9837987 . Manufacturing site: hägendorf . Release to warehouse date: 29 april 2016. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality returned product investigation flow: device interaction/functional. Visual inspection: visual inspection of the returned helical blade/screw extractor (03.037.030, 9837987) revealed stripping of the thread-start and most distal threads at the distal tip. No other damage was noted to the device besides cosmetic wear consistent with use, which has no effect on performance of the device. Functional test: a functional test could not be performed as the head element was not returned. However, the stripped threads noted during visual inspection could contribute to an assembly issue with the head element. Therefore, the received condition is considered to be in agreement with the complaint condition. Dimensional inspection: dimensional analysis of the major thread diameter of the distal threads measured 4.926mm (om115p). This is within specification of 4.874mm to 4.980mm, per drawing and iso 965-1:2013. Document/specification review: the following drawings and tolerancing standard were reviewed during investigation: extraction instrument for head element (top level). Shaft for extraction instrument. Iso 965-1:2013. No relevant design issues were noted. DHR review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing. Conclusion: the complaint condition was confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a removal of trochanteric fixation nail advanced (tfna) nail and blade due to painful non-union. It was further reported a distal locking screw was broken. Both pieces of the broken screw were removed. During the procedure, upon extracting the tfna helical blade, the extraction instrument for tfna helical blade and screw did not function properly. Surgeon had to use the helical blade/screw coupling screw to remove the blade. Surgeon also had difficulty engaging the extraction instrument for nails, cannulated to the top of the nail and stated that it is not tapped and very touchy to engaged into the nail. The extraction instrument for nails finally engaged and the nail was removed. The surgeon then proceeded to insert a competitor¿s nail and the surgery was completed with no issues. The revision due to non-union is addressed in (B)(4). This report addresses the intraoperative events with the instruments. Concomitant medical products: tfna nail (part 04.037.159, lot h513989, quantity 1). Helical blade (part 04.037.395, lot h458427, quantity 1). This report is for one (1) helical blade/screw extractor . This is report 1 of 3 for (B)(4).